Event description:
Caller reported a minimum fill notification. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Reloading the same cartridge resolved the issue, and customer successfully resumed insulin delivery.